Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. In addition, it was reported that the wake button was unresponsive. There was no reported impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.